Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Lymphatic injury is a common cause of morbidity in the vascular patient. Lymphatic vessels are usually small and are infrequently visualized. Despite efforts to meticulously ligate lymphatic tissue, transection of adjacent lymphatics will occasionally occur during vascular exposures because they are anatomically located close to major vessels. Continued fluid accumulation in fresh wounds may cause wound disruption and lymphorrhea (an escape of lymph onto the surface of the skin from injured lymphatic vessels). Lymph leaks are difficult to manage and can result in prolonged hospital stays of up to a month. Various levels of treatment methods are utilized, from compression and aspiration, to radiation therapy or surgical correction. In this case, the cause of the post tavr procedure lymphorrhea may have been related to procedural factors (i.e. Access obtained via surgical cutdown). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the (B)(6) post-marketing surveillance reporting system, the patient developed right inguinal lymphorrhea on pod8. Access was obtained via a surgical cutdown on the femoral artery. The patient¿s access vessel minimum diameter was 7.6mm. During the procedure, there was no adverse event or no device malfunction. A sapien xt was successfully implanted and the procedure was finished. On pod4, the patient was discharged. On pod8, the patient developed right inguinal lymphorrhea. The site was re-sutured and negative pressure wound therapy was conducted. On pod52, the patient outcome was reported as recovered.